Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the plunger was removed, the suture was not present. A cuff miss had occurred. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete.